Event description:
It was reported that a merlin.net transmission revealed high ventricular rates. The patient was brought to the hospital; upon interrogation the ventricular lead exhibited noise. The noise was reproducible with isometrics. The lead was capped and replaced. The patient was asymptomatic.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.